Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, multiple induction tests were performed, but unsuccessful. A commanded shock at 21 joules was delivered and shock impedances measured at 31 ohms. It was noted the patient was very large in stature and no muscle recruitment was observed during the induction attempts. The pocket was closed and the plan was to perform non-invasive programmed stimulation (nips) the follow day. However the test was cancelled due to the patient's hematocrit levels being too low. Then the following day, external induction was performed: however, this caused too much artifact on the ep monitors so the physician could not proceed with this approach. Next, the field representative placed a magnet over the device to interrogate it, at the same time the physician induced the patient in vf. After about 40 seconds of the patient in vf, the physician externally shocked the patient as the patient's blood pressure was started to drop. The shock was successful. There were no adverse patient effects as a result. The physician requested further evaluation to determine if the device was correctly sensing the vf and if the device would have correctly treated the arrhythmia if more time had been allowed. No further information could be reviewed because no episodes were stored in the device due to the ongoing telemetry session. Additional information was received that the device and electrode were successfully repositioned. It was believed to be a positioning issue due to the patient's physical stature and that the energy shunted across the patient's chest. After the device and electrode were repositioned. Induction testing was performed and successful. Time to therapy was 15 seconds with shock impedances measuring 33 ohms. No further issues have been reported.